Event description:
Caller reported aviva system blood glucose results, all results mg/dl: 363 6:20 pm 167 6:20 pm 259 6:25 pm 99 6:30 pm 105 6:31 pm 270 10:45 pm 248 10:45 pm no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.